Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. No additional details are available as of the date of this report. Reimplantation is planned but has not taken place at the time of this report (B)(4), 2010.

Manufacturer narrative:
(B)(4)